Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was noted that the right ventricular (rv) lead exhibited high and rising thresholds, low and declining impedance, and undersensing with diminished r waves. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.